Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03483, 3005099803-2015-03484 and 3005099803-2015-03485 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip became detached, exposing the tip of the metal corewire. A second guidewire was used and during introduction, the hydrophilic tip became detached, exposing the tip of the metal corewire. No parts of the guidewires detached inside the patient. A third guidewire was used; however, during preparation, they found that the hydrophilic tip was detached, exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was detached, exposing the corewire. The tip of the metal corewire was exposed by approximately 3.8cm. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of corewire fracture. The complaint is consistent with the returned guidewire since the tip was detached and the tip of the metal corewire was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03483, 3005099803-2015-03484 and 3005099803-2015-03485 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip became detached, exposing the tip of the metal corewire. A second guidewire was used and during introduction, the hydrophilic tip became detached, exposing the tip of the metal corewire. No parts of the guidewires detached inside the patient. A third guidewire was used; however, during preparation, they found that the hydrophilic tip was detached, exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.